Event description:
The patient reported blood glucose results of "200 mg/dl, 80 mg/dl and 90 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter and test strips were replaced.